Event description:
Pt was revised to address tibial loosening, poly wear and osteolysis.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event without the product to examine. It was notes the product was implanted for approximately 17 years prior to revision surgery. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.